Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 1/5/2021. The following information has been requested however not received. If the further details are received at a later date a supplemental medwatch will be sent. What product code and lot was used? What prep was used prior to, during or after adhesive use? Please describe how was the adhesive was applied. Was a dressing placed over the incision? If so, what type of cover dressing used? It was noted steroid cream was prescribed, type and dosage? Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription steroids; antibiotics prescribed)? If so, please clarify. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Were any patch or sensitivity tests performed? Patient pre-existing medical conditions (ie. Allergies, history of reactions) does the patient use or exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails) what is the most current patient status? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Date sent to FDA: 3/24/2021. Additional information has been requested and obtained. If further details are received at a later date a supplemental medwatch will be sent what product code and lot was used? Dermabond 0.7ml dnx12 what prep was used prior to, during or after adhesive use? Per surgical note: abdomen cleaned with chloraprep please describe how was the adhesive was applied. Unknown - please contact risk management for more information. Was a dressing placed over the incision? If so, what type of cover dressing used? -unknown - please contact risk management at for more information. It was noted steroid cream was prescribed, type and dosage? Per pt at wound care visit on (b)(46 2020, topical meds used: clotrimazole and betamethasone. Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription steroids; antibiotics prescribed)? If so, please clarify. Pt was prescribed oral meds on (B)(6) 2020 - cephalexin 500mg, ER visit on (B)(4) 2020 notes pt taking keflex and bactrim. Pt given decadron, benadry and pepcid at ed visit. Remaining dermabond was removed at post op visit on (B)(6) 2020, pt advised to continue benadryl as needed and given hibiclens for cleaning use. (B)(6) 2020 visit, wound sites probed, cleaned, and dressed - wound care referral advised and scheduled for (B)(6) 2020. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Unknown. Is the patient hypersensitive to pressure sensitive adhesives? Unknown were any patch or sensitivity tests performed? Unknown. Patient pre-existing medical conditions (ie. Allergies, history of reactions) allergies documented at initial visit: erythromycin - reaction: rash. Does the patient use or exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails) unknown. What is the most current patient status? Pt is being seen at wound care at this time. You can contact them. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Product complaint (B)(4).

Manufacturer narrative:
(B)(4). The following information has been requested of dr however not received. To date the device has not been received. If the further details are received at a later date a supplemental medwatch will be sent. What product code and lot was used? What prep was used prior to, during or after adhesive use? Please describe how was the adhesive was applied. Was a dressing placed over the incision? If so, what type of cover dressing used? It was noted steroid cream was prescribed, type and dosage? Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription steroids; antibiotics prescribed)? If so, please clarify. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Were any patch or sensitivity tests performed? Patient pre-existing medical conditions (ie. Allergies, history of reactions). Does the patient use or exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails). Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? What is the most current patient status? Additional information received from patient: I have also seen dermatologist twice whom took biopsies of a few sites including my belly button that continues to leak to this day. Those came back as tissues in constant state of allergic reaction. I have been to wound care. I have had over 12 injections in my belly button and other sites. I have been on steroids for months. Immune supressants yes, I had my gallbladder removed in 2014ish with similar wound closing techniques with no ill reactions. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported patient underwent a laparoscopic hysterectomy procedure, on (B)(6) 2020 and topical skin adhesive was used. Patient reaction to adhesive evening of procedure.. Patient has weeping wounds and has a constant state of allergic reaction. Steroids prescribed: betamethasone clotrimazole no device will be returned. Additional information has been requested.